Event description:
It was reported that the jaws were clamped down on tissue and would not open. The jaws were eventually opened and the lap colon procedure was completed with an alternate like device with no patient consequences reported. The device will be returned.

Manufacturer narrative:
(B)(4). The device was returned with the jaws damaged and closed. There was gauze, tissue and a staple stuck in the jaws. The jaws could not be opened so only partial testing could be performed. The tissue, gauze and staple stuck on the device damaged the jaws. Care should be taken not to fire the device over staples, gauze or allow thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.